Event description:
A journal article was reviewed which contained information regarding this patient's implantable pulse generator (ipg). The article noted a partial power on reset (por) during magnetic resonance imaging which caused failure to output. As a result, the patient experienced symptoms of hypoxia. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿power-on resets¿ in cardiac implantable electronic devices during magnetic resonance imaging. Heart rhythm 2015; 12: 540-544. (B)(4).